Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling adhesive was likely due to stress of repeated use, handling, and external factors; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the adhesive part of the lighting lens was found to be peeled off due to handling. The reported issue (broken forceps elevator wire) was not confirmed. However, cuts were observed on the forceps elevator wire due to external factors. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, there was water coverage on the electrical connector, the paint on the air/water cylinder was peeled, and the paint on the suction cylinder was peeled. Scratches were observed on the insertion tube, the tip cover, the control section, the protector of the insertion part corrugated tube, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the forceps elevator wire of the subject device was broken. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.